Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No frozen screens were noted. The insulin pump was received with cracked case at display window corners, battery tube threads and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump had keypad anomaly and frozen screen. The blood glucose at the time of the incident was 5.8 mmol/l. The customer states the buttons were unresponsive, but the time was advancing. Troubleshooting was not performed. The device will be returned for analysis.